Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The beckman field service engineer replaced multiple hardware parts including the ise tubing, na (sodium), k (potassium), and cl (chloride) electrodes, mixer motor, buffer valves, ise sample probe, and reference electrode to resolve the issue. (B)(4).

Event description:
The customer reported obtaining erroneously high sodium and potassium and low chloride patient results involving the au5800 clinical chemistry analyzer. There was no change to patient treatment in association with this event.